Event description:
The user facility reported that the monitors connected to their hexavue custom room rack lost all video output. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the cxps 4k subsystem required a replacement. The technician rerouted the cxps 4k subsystem component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.